Event description:
The manufacturer's international service technician reported air flow sensor and oxygen flow sensor reference failures during device functional testing. There was no patient involvement.

Manufacturer narrative:
The gas delivery system was returned to the manufacturer for failure investigation. The failure investigation technician determined that a byte problem within the eeprom of the air flow sensor created the error code 110e.

Event description:
The manufacturer's international service technician reported air flow sensor reference failures during device functional testing. There was no patient involvement.